Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading units were fully fired. The clamping mechanisms were deformed. The loading units anvil were bowed and the knife bar assembly were bent. Microscopic evaluation noted that the loading units had damage to the cutting edge of the knife blade. Functionally, the loading unit was loaded into a representative instrument, the interlock was overridden, and the loading unit was cycled without hesitation or binding. It was reported that a component disengaged into the cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the clamping mechanism was deformed, the anvil was bowed, knife bar assembly was bent, and the knife blade was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditio ns. First, application over tissue that is beyond the recommended thickness range. Second, application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, after the doctor fired the handle, some debris fell into the abdominal cavity. The component that fell into patient cavity which is the black strip or filamentous debris was removed with tissue forceps, and the remaining part was sucked out with an aspirator after the anastomosis was done. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.